Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of bending rubber defects was not confirmed. The device evaluation found the connecting tube had coating peeling. In addition, the following were noted: due to a pinhole on channel tube, water tightness was lost; bending section cover had a scratch; adhesive on bending section cover had a chip; because guide pin of electrical connector was shaved, water tightness was lost; due to wear of angle wire, bending angle in up direction did not meet the standard value; and the connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera bronchovideoscope had defects of the bending rubber. It is unknown when issue was found. Inspection and testing of the returned device found the image guide connecting tube had coating peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling of the device. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection ¿3.2 inspection of the endoscope¿ as below. [Inspection of the endoscope] 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. 2. Confirm that the instrument channel port does not rotate or turn by attempting to rotate or turn the instrument channel port in a counterclockwise direction as shown in figure 3.2. If the instrument channel port is able to be rotated or turned, do not use the endoscope and return it to olympus for repair. 3. Visually inspect the rubber part around the instrument channel port. Lifting of the rubber part is abnormal. If the rubber part is lifted from the molding part, do not use the endoscope and return it to olympus for repair. 4. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. Olympus will continue to monitor field performance for this device.